Event description:
Not all of the parts of the numbers are appearing when pt receives a result. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the system for additional testing and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.